Event description:
The manufacturer's representative reported a volume discrepancy; expected reservoir volume was 5.8 mls, actual reservoir volume was 11.0. The patient is experiencing " tightness" which is not unusual for him. No abrupt withdrawal symptoms have been reported. The pump refills are performed by home health care agency. A follow-up report will be sent if additional information becomes available to us.